Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had issues connecting to the tower and was not recognized when attached. The issue occurred during inspection for use. There were no reports of patient involvement.